Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a small part of the tip and all of the pump segment was removed.

Manufacturer narrative:
H3. Catheter: visual inspection identified there was damage to the transition tubing. Pump: analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 2000 mcg per ml at 285 mcg per day via an implantable pump. It was reported that during a routine pump replacement, the pump connector could not be removed from the old pump. There were no environmental/external/patient factors that could have led or contributed to the event. Diagnostics/troubleshooting performed included attempting to remove. Actions/interventions taken included cutting the connector and excess catheter from the existing catheter and adding a new segment of a new catheter with a new connector. The pump segment and part of the original tip segment were removed. Most of the tip segment was left intact and a new section was added with the connector to the pump. It was reported that the pump and existing catheter were disconnected by severing proximal to the pin connector. The patient's weight was provided and medical history included chronic pain. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a small part of the tip and all of the pump segment was removed.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jan-2020, UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.